Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the low flow events were caused by hypovolemia. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2022 and (B)(6) 2022. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The system appeared to operate as intended at the set speed for the duration of the file. In addition, rotor displacement and rotor noise values remained stable throughout the captured data in the submitted left ventricular assist device (lvad) log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. In addition, the heartmate 3 lvas pocket guides to alarms for patients and clinicians are also currently available. These documents are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm while sitting with fainting. There was concern for motor displacement and noise. An echocardiogram and x-ray were done. A no power elevation was shown in the log file. Log file analysis captured low flow events on 12oct2022 at 3:14 and on 17oct2022 at 10:31. There was no rotor displacement noted nor any noise related events. Additional information stated that the low flows were caused by hypovolemia and resolved with volume and pressure management. The patient received a low flow software upgrade on 11oct2022 since they were a pediatric patient.